Event description:
It was reported by the sales rep that the suture ring on the aortic cannula was found broken before use. No patient injury was reported as it was found before use.

Manufacturer narrative:
Evaluation: the returned aortic cannula was evaluated by quality engineering and manufacturing engineering. The product was not returned with its original packaging. The report of damage was confirmed. Tip damage was identified on the returned device. The report indicates that the suture ring was damaged, however the device does not come with a suture ring. Rather, the tip has two suture flanges. One of the suture flanges was had a piece broken off from it. The broken off piece of the suture flange was not returned with the cannula. A device history record (DHR) review was completed and no non-routine non-conformances were identified during the manufacture of this lot. The report of tip damage was confirmed; however, the root cause of the damage cannot be determined. The broken piece of the suture flange was not returned with the device. Excessive force would likely be required to break the suture flange. It is improbable that the device would be released with the reported damage since each device is visually inspected for defects and damage prior to packaging. No factors related to the manufacturing process were identified which would have contributed to the reported issue. The root cause of the reported issue could not be determined; hence, a manufacturing defect cannot be confirmed and a product risk assessment (pra) will not be initiated. The information will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis, if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device in currently under investigation into root cause.